Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, failed to access the refrigerator. The customer stated that this malfunction caused a delay in dispensing medications to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer confirmed that the issue was resolved by customer. The system functioned as intended after the issue was resolved by customer.